Event description:
Customer reported to beckman coulter, inc (bec) that the unicel dxc 600i synchron access clinical system (dxc 600i) generated one non-reproducible high troponin I (accu tni) patient result. Customer reported that the erroneous result was not reported out of the laboratory. Customer reported that quality control (qc) has been recovering within range. Customer reported that they were using accutni reagent lot 218277 with accutni calibrator lot 121451on the dxc 600i system. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the wash carousel was extremely dirty. The fse cleaned the wash carousel, inspected the incubator track (which was clean) and reinstalled the analytical module. The fse also performed assay qc which passed within the customer's established ranges.

Manufacturer narrative:
Customer reported to beckman coulter, inc (bec) that the unicel dxc 600i synchron access clinical system generated non-reproducible high troponin I (accu tni) patient results across three days. This report is one of three reports related to three events that occurred on three days. This report is related to MDR# 2122870-2012-01531 and MDR# 2122870-2012-01533.